Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side events of ¿lateral rippling¿, ¿2nd/3rd degree capsular fibrosis¿, ¿non-specific chest pain - pulling/pricking¿, "tightness in the chest¿, ¿foreign body sensation¿, "anxiety", ¿radiating pain to the left arm¿.device has been explanted. The following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿,¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.

Event description:
Regulatory agency reported, "symptoms of breast implant illness, baker grade 3/4 capsular fibrosis, risk of lymphoma development". Patient reported additional, "pain in the breast aperea, ripping, capsular contracture baker grade ii/iii".

Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Patient reported right side events of ¿lateral rippling¿, ¿2nd/3rd degree capsular fibrosis¿, ¿non-specific chest pain - pulling/pricking¿, "tightness in the chest¿, ¿foreign body sensation¿, "anxiety", ¿radiating pain to the left arm¿. Device has been explanted. The following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿, ¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deformation- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ varied injuries- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ wrinkling of the skin- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ pain- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ hyperesthesia- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ arrhythmia- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ dizziness- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ numbness- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ changes in sleep habits- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿ myalgia- breast: unable to observe through visual inspection as it is a physiological phenomenon. ¿gel bleed: not observed since no gel is out of the device and the weight is within specification. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "lateral rippling", capsular contracture baker grade ii/iii, "non-specific chest pain - pulling/pricking", "tightness in the chest", "foreign body sensation", "anxiety" and "radiating pain to the left arm". Patient has also reported "severe palpitations, heart rhythm disorders, high pulse/low blood pressure, pressure on the lungs, dizziness, fatigue, sleep disorders, night sweats, brain fog (extreme forgetfulness), recurring numbness in the arms, photosensitivity and muscle pain" which are considered not device related. Later, patient reported "symptoms of beast implant" and "risk of lymphoma development". Patient reported later "rippling, hardening of the implants, capsular fibrosis and contact of the silicone gel within the capsule". This record is for the right side. The device has been explanted. The following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿,¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.